Event description:
In 2005, a zilver stent was placed in the patient's subclavian vein. The patient regularly undergoes dialysis. The stent was placed with no problems, according to the tech on staff and the post stent deployment x-ray confirmed successful placement. Approximately three months later follow-up x-rays showed that the stent seemingly folded over on itself. An angiogram confirmed the stent movement. After placing a wire through the struts of the stent the radiologist decided no to perform any intervention and left the stent in its present position.